Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call os waking up with unexplained high blood glucose. Customer gave a history of blood glucose readings after waking up. Customer's blood glucose ranged from 60 mg/dl to 435 mg/dl. Customer's blood glucose at the time of call was 518 mg/dl. Insulin pump would be replaced per customer's request.